Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('fatigue') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), visual impairment ("deterioration of eyesight") and acne ("acute acne"), 1 year 4 months after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fatigue, alopecia, visual impairment and acne outcome was unknown. The reporter provided no causality assessment for acne, alopecia, fatigue and visual impairment with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.